Event description:
It was reported that during a cholecystectomy procedure, after receiving an error code 5, the balde tip broke off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.